Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged. It was attempted to be repositioned, but the lead helix exhibited retraction issues. The ra lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific received additional information from product investigation closure, and a supplemental report is being filed. It was reported that this right atrial (ra) lead dislodged. It was attempted to be repositioned, but the lead helix exhibited retraction issues. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted. Dried blood noted in neck region (tip). Laboratory analysis was unable to confirm the field allegation of dislodgement, no anomalies noted in helix/tip. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area prohibited helix function.